Event description:
After an implantation time of about 52 months, interference signals in the rv channel were reported, which led to several inappropriate shock deliveries. The lead was explanted and replaced. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
In the returned state, the lead was cut through 21.5 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were submitted for analysis, about 1 cm of the lead body was missing in-between. The returned lead fragments were thoroughly analyzed. During the analysis, a conductor fracture of the rope conductor to the shock electrode was detected in the df-1 connector pin. The rope conductor to the shock electrode was severely coiled up in the lumen of the df-1 connector exit. This damage manifestation is characteristic for a conductor fracture that occurred during the explantation process. The analysis of the submitted lead fragments did not show any deviations that could have led to the interference signals with shock deliveries, as they were reported in the complaint.